Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with an air-in-line alarm was not confirmed by service. The cause of the reported condition was not determined. The pump was not returned for evaluation; there were no repairs made to this device. Additional information: a service history review has been performed and the device has not been previously serviced by baxter. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
This report has been opened as a results of a regulatory website advisory communication poster. The poster was received by a representative of multiple facilities. The representative provided a list to the regulator body of multiple in-house repairs. For one of these reports, a false air in line alarm occurred on a colleague infusion pump. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.